Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The mobile view station (mvs) was restarted and the 3d spin reconstructions appeared as expected. Software was re-installed. The alleged issue was not reproducible with several spins. The mobile view station (mvs) and the image acquisition system (ias) were both restarted together and individually and the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the system was experiencing intermittent 3d reconstruction issues. The 3d reconstructions were coming out distorted and magnified or elongated. Additional information received reported the site could not remember any details with clarity. The patient outcome was fine and there was a minor delay. The exact date of the event could not be remembered so surgeon information and patient information was not able to be determined. It was noted the issue had occurred during the pre-operative spin.